Event description:
Reporting status: serious injury/required intervention. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Undeployed stent requiring intervention. Device issue: balloon rupture/difficult to deploy. It was reported that during a stenting procedure of the proximal-mid lad, the lesion was pre-dilated with a 2.5 x 15 rc voyager. The physician then inserted a 3.0 x 15 xience v stent. Upon inflation of the balloon, during deployment of the stent, there was contrast noted leaking from the balloon at 4 atm. The device was removed and a balloon rupture was noted. The physician then easily advanced a 3.0 x 05 rx voyager through the undeployed stent and inflated the balloon to successfully deploy the stent. The lesion was then post dilated with a 3.5 x 12 nc voyager. There were no reported pt effects. There is no add'l info available.

Manufacturer narrative:
Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the stent delivery system (sds). The sds was pressurized using a new indeflator filled with water to locate the rupture. There was a pinhole over the distal balloon marker. There were no scratches noted. The device was sent to scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.